Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 424 mg/dl. She bloused using her insulin pump. Advised customer to wait until her blood glucose comes down and then to check her blood glucose and then calibrate her sensor. The product will not be returned for analysis.